Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected. A field service engineer rebooted the station, checked the network settings, confirming it was connected. Due to the customer's reports of intermittent network drops, the engineer was advised to reimage the station. However, after reimaging, the station failed to connect to the network via dynamic host configuration protocol. The all-in-one was replaced, and the mac address was provided to hospital information technology for whitelisting, but the issue persisted. Further troubleshooting involved replacing the physical hard drive and reimagining the station again, but it still showed the network cable as unplugged. Interestingly, when the cable was plugged into the customer's laptop, it connected to the network successfully. The comm sled was replaced, yet the problem continued. Despite completing and configuring the station reimage, the network issue remained. The customer managed to connect the station via wi-fi, and the case was escalated to product serviceability engineer for further advisement. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, user experienced recurring network disconnection issues and requested to reimage the medstation. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.